Event description:
Additional information from the patients health care professional stated that the patient fell often. This was not related to the device but due to the fact that she has clubbed feet. The patient had been seen several times since and was doing well and getting good therapy.

Event description:
It was reported that the patient fell on 2013 (B)(6) and 2013 (B)(6) and a few times after for a total of five times. It was noted that the falls would happen when the implantable neurostimulator (ins) was off, and before having the ins the patient would fall as well. The reporter stated that the ins site was painful due to falling on it. It was later reported that the patient has having an issue where stimulation would shut off while she was walking for a few minutes and it ¿shouldn¿t be doing that.¿ it was noted that the patient wanted to disable the adaptive stim feature. The reporter stated that it was only supposed to turn off when she laid down. It was reported that the patient checked her settings and was on b upright and her settings were 6.4 volts and 6.3 volts. The settings were checked after the patient was in different positions and stayed the same. It was noted that the patient wasn¿t walking fast, had been having trouble, and had a fractured foot. It was reported that some reprogramming was done on 2013 (B)(6). The reporter stated that the patient kept falling and started getting to where she had bad hip and back pain. It was reported that the patient was having a hard time walking because of the pain. It was noted that the patient¿s last fall was on 2013 (B)(6) and the patient kept falling and ended up in the emergency room. It was reported that the patient was given a shot in the emergency room to try to calm down the pain, and x-rays were done. It was noted that the patient was given a shot of morphine. The reporter stated that the patient had an upcoming appointment and had been trying to reach her healthcare provider. It was noted that the symptoms occurred following a fall and movement caused stimulation changes. It was reported that the adaptive stim feature was turned off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported both leads had been placed "around the 8 and one of the leads move to about the 10." It was noted the patient was told "they couldn't fall anymore because the lead might come all the way down." It was noted the patient had fallen about 25 times since implant. The patient did not know why the physician checked the leads. It was noted at implant the stimulation was covering pain in their lower back which it still sometimes did and sometimes it didn't cover the pain.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260 lot# serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).